Event description:
A complaint was received via webform regarding a sensor error message while using the adc device. As a result on (B)(6) 2022 due to the customer's " inability to detect blood sugar," they received unspecified treatment by a non-hcp. No further information was provided. Customer service attempted to contact the customer several times to gain additional details regarding this event, however, all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.